Event description:
Cpi received information that a patient with an implantable cardioverter defibrillator (ICD) and epicardial lead system experienced a fault code indicating a charge time-out problem. An invasive procedure was performed to remove the ICD and evaluate the two shocking (patch) leads. Initial testing revealed acceptable patch lead measurements, so a new ICD was attched to the lead system. Patient testing with the old lead system and new ICD (mini) identified low shocking lead impedances and marginal defibrillation conversion. The physician elected to implant a second ICD (mini ii) and a new transvenous defibrillation lead. The complete epicardial lead system was capped.